Event description:
Same case as MFR# 6000093-2006-01562. Tc-wyre clinical study. It was reported that 122 days following a coronary artery drug eluting stenting treatment procedure, the pt expired. The pt has a history of previous unk type stent placement in the proximal left anterior descending (lad) artery and the proximal first obtuse marginal (om) in 2001. In 2005, the pt underwent stent placement to the proximal and distal circumflex (cx) artery. Both lesions were pre-dilated. A taxus express2 3.00 x 12mm stent was placed in the ostium of the proximal cx and a taxus express2 3.00 x 20mm stent was placed in the distal cx. Both stents were post dilated. During the procedure, angiomax was administered and following the procedure, the pt was given 300mg of plavix. The pt was discharged the following day on aspirin and plavix. Per the autopsy report, it was reported than 122 days following the procedure, the pt came to an outpatient gastroenterology suite for a colonoscopy. The pt had been advised by his cardiologist to discontinue plavix and aspirin in preparation for the colonoscopy. Following a successful procedure, the pt was transferred to the recovery area. Approx 15 mins later, the pt complained of lower chest and abdominal pain. The pt had low blood pressure and bradycardia. The pt underwent generalized cardiopulmonary arrest. The pt was in ventricular fibrillation and was not responsive to drugs and multiple shocks. Despite resuscitative efforts, the pt was pronounced dead. The autopsy report stated that the right coronary artery (rca) was 90% stenosed, the cx was 75-80% stenosed, and the lad had clot/thrombus in the stented area. The autopsy concluded that the cause of death was an acute myocardial infarction with an occlusive thrombus of the lad stent.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. As the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced could not be determined.